Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, a sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 negative. This was reported to the doctor. Retest 1: the same original sample was processed by tech b per pi on xpert xpress cov-2 on (B)(6) 2023, which resulted in sars cov-2 positive. This was not reported to the doctor. This sample was randomly selected for competency testing for the tech. Retest 2: a third tech tested the original sample per pi on xpert xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 negative. Retest 3: the same original sample was processed by tech b per pi on xpert xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 positive. Qc: customer ran negative qc by tech b on module b2 on (B)(6) 2023, which resulted in sars cov-2 neg, with no trace amplification. Patient was an asymptomatic ER patient that was getting screened. Sample stored at room temp. Asymptomatic patient tested with np swab which is off-label for this intended use. Review of the positive results for test runs by tech b show single target detection one both with late CT. Target and spc amplification and epf appear normal. All negative runs have normal spc. No evidence of product malfunction. Likely root cause is sample at or below the limit of detection. Despite multiple attempts to contact the customer, no response was received. Lost to follow-up. Unable to confirm if no reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, a sample was collected from the patient. The sample was processed per pi on xpert xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 negative. This was reported to the doctor. Retest 1: the same original sample was processed by tech b per pi on xpert xpress cov-2 on (B)(6) 2023, which resulted in sars cov-2 positive on b2. This was not reported to the doctor. This sample was randomly selected for competency testing for the tech. Retest 2: a third tech tested the original sample per pi on xpert xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 negative. Retest 3: the same original sample was processed by tech b per pi on xpert xpress cov-2 plus on (B)(6) 2023, which resulted in sars cov-2 positive. Qc: customer ran negative qc by tech b on module b2 on (B)(6) 2023, which resulted in sars cov-2 neg, with no trace amplification. Patient was an asymptomatic ER patient that was getting screened. Sample stored at room temp.